Event description:
Information was received from a patient via a company representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient got poor communication. The rep met with the patient earlier but was not with the rep doing the call. The rep indicated they used an antenna and placed the patient programmer directly over ins but the issue did not resolve. Telemetry was a problem regardless of whether the antenna was used. They also tried replacing the batteries in the patient programmer but that didn't resolve the issue. It was further stated that impedance measurements were taken on # 0 and they were high. It was noted that the patient was not using # 0 in their programming. Additionally, it was stated that the rep did a routine reprogramming with the patient on the day of the call and it was stated the patient was well. They also stated that they plan to replace the patient's ins in 10 months to a year. The patient called again and stated that they needed a replacement patient programmer because it seemed to not be working at all. Additional information was received from the manufacturer representative (rep). The rep reported that the patient experienced an increase in frequency over the past few months and that the cause of the high impedance was not known at the time of report. It was clarified that the patient's ins would be replaced in 10 months to a year because during the battery impedance check it showed a battery life of 10-15 months and that the patient was thinking of having the battery exchanged within one year. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.